Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons nonfunctional) was confirmed. Upon investigation, the rear response button had glue on it causing it to be not functional. The root cause of the damaged cover cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.